Event description:
Lens was explanted after the optic broke during insertion into the eye. Pt was not injured. Another hoya lens was inserted with no problem.

Manufacturer narrative:
Hoya surgical optics is trying to get pt info from the surgical facility.